Manufacturer narrative:
Bursting of exercise balls is a known inherent risk of the device as stated in the product labeling, "the ball can burst, and serious injury may result if the ball is over inflated, becomes cut or otherwise damaged, or is used while lifting weights. Examine the ball carefully for blemishes or cuts before each use." A visual inspection was performed on the ball returned of unknown lot and unknown origin. The ball did not have any associated labeling or markings. Through qa investigation, the ball appeared to be manufactured in taiwan but this cannot be confirmed without the label. Hygenic received exercise balls from (B)(6) for a short period of time around 2005-2006. Incoming inspections were performed by qa of the taiwanese balls received at that time however; inspection criteria required labeling to be present. Hygenic would not have released to market an exercise ball without product labeling per procedure. As a result, hygenic cannot confirm that the subject device is that of the organizations. Performance health/hygenic originally were made aware of the complaint on january 8, 2020 and was deemed to be reported as an emdr. Personnel submitted the electronic medwatch form between 1/31/2020 through 2/12/2020. The complaint investigation has been completed per procedures and no further action concluded from the complaint.

Event description:
User facility (uf) reported that a patient was at physical therapy at the clinic when the exercise ball he was working on burst. The uf documented that "the patient fell backwards and struck his head on the table. He has a posterior scalp laceration. Pressure was applied. Patient denies any loss of consciousness. Patient denies any neck or back tenderness. He is in physical therapy related to a fall from a 7 ft ladder three months prior. He was transported via ambulance to emergency department for repair of head laceration. CT cervical spine: no cervical vertebral body fracture detected. Head CT: occipital posttraumatic extracranial soft tissue swelling with evidence for acute thin parafalcine subdural hematoma."